Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. It was reported that information later received from the patient indicates patient claims "defective" ICD. The device was explanted and replaced. Futher information was received that indicated the device was replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. It was reported that information later received from the patient indicates patient claims "defective" ICD. The device was explanted and replaced. Further information was received that indicated the device was replaced due to elective replacement indicator (eri). No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Correction: changed patient outcome from 'other' to 'required intervention' since device was replaced; device conclusion changed. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Correction: changed patient outcome from 'other' to 'required intervention' since device was replaced. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Event description:
The device was returned to the manufacturer, analyzed, and tested out of specification. It was reported that information later received from the patient indicates patient claims "defective" ICD. The device was explanted and replaced. No patient complications have been reported as a result of this event.